Event description:
The following has been reported by customer: error 49 (0004). Customer reporting an error 49 (0004) bad capacitor. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log could not be extracted as the device would not switched on without triggering an error, therefore no review could be performed. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported events were reproduced with the triggering of the error 49. External inspection found that housing screws missing from door, bottom plate, and 1/3 missing from l bracket ac adaptor assembly. Internal investigation found that the pumping plate was not securely fastened and became dislodged, allowing the pump block assembly to rotate and strike the cpu board, causing damage. Corrosion was found on both the ac adaptor assembly and the power board. Likely from liquid intrusion. As it was noticed that the preventive maintenance was well overdue. However, those damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.